Event description:
It was reported that, "malleting our quick connect t-handles while attached to a trial the t-handle fractured and cold welded to the trial."

Manufacturer narrative:
Product not returned.

Manufacturer narrative:
Method: complaint history review, risk assessment.results: the customer event of tip fractures of a reliance t handle was confirmed via sales rep correspondence. The device was not returned for evaluation. A static torque testing was done on the reliance t-handle in a similar complaint of the tip breakage. The results of this testing indicated that the device failed under a static shear mode at approximately 25 nm. However, the mentioned cause could not be confirmed.conclusion: the root cause of the fracture is likely multifactorial.

Event description:
It was reported that, "malleting our quick connect t-handles while attached to a trial the t-handle fractured and cold welded to the trial."